Event description:
It was reported that a spectrum infusion pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by a dislodged component on the input/output printed circuit board. The failed input/output printed circuit board was replaced.